Manufacturer narrative:
No product has been returned for investigation nor were radiographs were provided. Complaint was unable to be confirmed. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." No product returned.

Event description:
On (B)(6) 2017, a patient underwent a posterior spinal fusion procedure at the t11-l1 and s1-s2ai levels. After surgery, two set screws at the right side of s2ai level had loosened and the tip of the rod protruded through the patients skin. Patient underwent revision surgery on (B)(6) 2017, to replace the loosened set screws, the rod was not replaced.